Event description:
It was reported that the right ventricular lead exhibited low impedance and noise. The noise was reproducible with arm movement. The lead was capped and replaced on (B)(6) 2014. The patient was in good medical condition after the procedure.